Manufacturer narrative:
The information for the additional medical device type /pro code is as follows: d2b: medical device type: gim the information for the additional 510k is as follows: g5 PMA / 510(k)# k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the blood flow rate was slow during the blood drawing process. No patient impact.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the blood flow rate was slow during the blood drawing process. No patient impact.